Event description:
It was reported that allegedly a pta balloon ruptured at 20 atms while being used for an angioplasty procedure in the cephalic arch. Upon rupture, slight extravasation was observed. The device was removed in its entirety from the patient without incident. Another pta balloon was advanced to the site of extravasation and inflated for approximately two minutes, resolving the vessel rupture. No further extravasation was observed. The procedure was successfully completed with another pta balloon dilatation catheter. The patient is reported to be in good condition.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the device evaluation is currently underway.